Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer is requesting a replacement for their bravo capsule. The capsule was placed incorrectly (wrong location on the patient esophagus wall) due to alleged air leak resulting in bad suction. The capsule was removed from the patients esophagus. The customer reported they noticed the air leakage coming from the delivery system. There was no harm to the patient or user due to the alleged device malfunction and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure which caused the alleged device malfunction. An endoscopy was performed prior to the procedure but the patients esophagus did not appear normal. No lubricant was used to facilitate capsule placement. The delivery system and capsule will not be returned for evaluation.